Event description:
It was reported that this right ventricular (rv) lead had gradually increasing shock impedances over 200 ohms. The rv to right atrial (ra) coil, and ra to can were out of range, while the rv to can remained in range. No noise was reported. Technical services (ts) reviewed device data and did not see any indication of out of range measurements, however latitude data has not been updated in nearly one year. Ts noted variable amplitudes of the rv lead. Ts requested additional information from the field representative. This investigation will be updated should further information become available. No adverse patient effects were reported.